Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Event description:
Hamilton medical ag received the following incident description: "while transporting a critically ill patient from an ICU to another ICU. The crew had the patient in the ambulance and was about to begin transporting when the errors were displayed, and ultimately, the ventilator stopped functioning. The patient was transferred, returned to the sending ICU, and ultimately required stabilization before being flown by an aeromedical service to the receiving ICU". The incident resulted in medical intervention (manual bagging), and patient became hypotensive and hypoxic during ventilation by ambu-bag and ultimately became stable.

Manufacturer narrative:
It was reported that when a sedated patient under ventilation was being setup for transport, that the device started to alarm, including "ventilation cancelled"; and the patient was no longer being ventilated. It was reported via the email that the following technical errors were also displayed: te 231008 (o2 valve leak), 431010 (control regspi timeout), 446029 (ambient failure detected), 485001 (ambient failure detected). The incident resulted in medical intervention (manual bagging), and patient became hypotensive and hypoxic during ventilation by bvm and ultimately became stable. Further information was received by the hamilton service technician: the service tech flagged 2 issues with the ventilator: first, it was overdue for pm, they recommend not using the ventilator beyond its pm due date. Second the expiratory valve was not fully seated and was causing a leak. It had failed the pre-op check due to this leak, and ultimately, this caused the failure during patient ventilation. Maintenance was identified as overdue and the expiratory valve not fully seated which caused the leak and failing of the pre op check. It was reported the device was repaired, but no additional details were provided. This case is considered as closed.